Event description:
It was reported by the customer that the malibu bath was tested and found to be unstable when the pt was on the seat (not in bath); this was traced to defective concrete fixings. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo hospital equipment (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.